Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
The following was reported: the x-rays taken two weeks later showed that the endcap was coming off a little, and the x-rays taken seven to eight weeks later showed that it was coming off more than before. The x-rays taken ten months later showed that it was almost removed. At that time, since the fusion was not yet secure, it was decided to observe the patient. In (B)(6) 2021, it was confirmed that the end cap was completely removed. Therefore, the end cap was removed on (B)(6) in revision surgery. The nail was not removed. The patient experienced pain as a result of the event.

Manufacturer narrative:
The reported event could be confirmed, since the damaged thread indicates that there was an issue during insertion. The device inspection revealed the following: the visual inspection has shown the thread flanks are strongly damaged and partially flattened. The anodized layer it worn away at the damages which indicates that they were caused post-manufacturing. The hexagon recess has clearly visible deformations, caused by applying high torque during the insertion. All these damages indicate that the device was exposed to high forces during the insertion. A functional test with a nail, with locking screw and without locking screw was made. It was possible to insert, tighten and remove the end cap without any issues although the thread of the end cap is damaged. Based on that it can be concluded that the end cap is functional as required. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The damages indicate that there were high forces required to insert the end cap into the nail, either caused by cross threading or any residues in the bore. Due to this high resistance the end cap insertion was most likely stopped before the cap was fully tightened as required, which did finally lead to the complained failure. If more information is provided, the case will be reassessed.

Event description:
The following was reported: the x-rays taken two weeks later showed that the endcap was coming off a little, and the x-rays taken seven to eight weeks later showed that it was coming off more than before. The x-rays taken ten months later showed that it was almost removed. At that time, since the fusion was not yet secure, it was decided to observe the patient. In (B)(6) 2021, it was confirmed that the end cap was completely removed. Therefore, the end cap was removed on (B)(6) in revision surgery. The nail was not removed. The patient experienced pain as a result of the event.